Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. No rewind anomaly noted during testing. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Unit successfully downloaded to thus. Confirmed stuck button alarm noted in the pump history on 07/01/2024 14:49:12.000. Force sensor was measured and is within spec (***26.8mv*** at zero offset). Confirmed pump alarmed insulin flow blocked alarm during normal bolus on 06/26/2024 19:38:21.000 in pump downloaded history. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube case, and cracked keypad overlay. The p-cap/reservoir does lock properly. Rewind anomaly not confirmed during testing. Unspecified alarm not confirmed. Cosmetic damage to the battery compartment was confirmed. All buttons functioned properly during test. No keypad anomaly noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, rewind anomaly, no delivery/occlusion alarm, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-397, mmt-1715kl. Trouble shooting was partially performed and customer reported insulin flow blocked alarm. Customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-397. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1715kl.